Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded atrial farfield oversensing. Upon technical services (ts) review, it was noted that the crt-d also recorded pacemaker mediated tachycardia (pmt) episodes that were terminated by the algorithm. Ts recommended to extend the atrial blank after right ventricular sense to avoid the farfield oversensing from recurring and to program the pmt algorithm off. Additional information was provided. It was mentioned that this crt-d recorded atrial tachy response (atr) episodes and the presenting electrogram (egm) show farfield oversensing on the right atrial (ra) lead channel, which caused the inappropriate atr episodes. Ts suggested increasing the blank after right ventricular pacing to 125 milli seconds to avoid farfield oversensing. The crt-d remains in service. No adverse patient effects were reported.